Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the proximal superficial artery via common femoral groin access, the wire was allegedly fractured. It was further reported that the wire was allegedly removed from the vessel and the sheath. Reportedly, angiogram revealed a small perforation. A new crossing wire was then attempted to cross the lesion but unable to cross and the manual pressure was held at the site where the perforation was located and heparin was reversed. The current status of patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire angled were delivered and were physically investigated. During physical investigation the guidewire was broken at 54 cm from the tip of it. User reported guidewire break can be confirmed. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2026), g3 h11: d2b (mcw;dqx), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the proximal superficial artery via common femoral groin access, the wire was allegedly fractured. It was further reported that the wire was allegedly removed from the vessel and the sheath. Reportedly, angiogram revealed a small perforation. A new crossing wire was then attempted to cross the lesion but unable to cross and the manual pressure was held at the site where the perforation was located, and heparin was reversed. The current status of patient is unknown.